Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit evaluation was needed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit evaluation was needed. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, h6 (health effect - clinical code, health effect - impact codes). A getinge field service engineer (fse) evaluated the unit and replaced the executive processor board and coiled cable. Safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.